Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise with arm movements. Both high lead impedance and low lead impedance were noted since (B)(6) 2015. No intervention was performed at this time. The patient was in good condition.